Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was offline. A technical support specialist (tss) remoted into the system and identified that the system was offline. The tss informed the customer that the issue was related to a network problem and advised coordination with the information technology team. The tss noted that the medication order was present for the patient, but the machine was not syncing, which caused the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not on the patient profile, and the user was unable to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.